Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that emergency medical services was dispatched due to several days of hyperglycemia. Customer stated when they were arrived their blood glucose level was 37 mg/dl. Customer declined the troubleshooting. The device will not be returned for analysis.